Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11: h6: patient code:the unit was not in use on a patient. Per authorized service personnel (asp) the issue was discovered during testing. The engineer evaluated the device and judged that the speaker is broken. The customer replaced the speaker themselves. No philips service was performed on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported that the ventilator alarmed while in use on a patient. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.